Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2004. On (B)(6) 2010, a pre-study stent cholangiogram revealed a distal biliary stricture. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and included fever/chills. In addition, on (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, the patient underwent biliary stent placement for the distal biliary stricture. As a sphincterotomy was performed prior to the procedure, a sphincterotomy was not performed during the study stent placement procedure. The stricture had been previously dilated with two plastic stents. The stents were removed prior to the study stent placement procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced fever/chills and was diagnosed with cholangitis. On (B)(6) 2011, the patient underwent endoscopic intervention due to study stent occlusion. Sludge was removed from the study stent and the stent was left implanted. The event was considered resolved without residual effects. On (B)(6) 2011, the subject was discharged from the hospital. On (B)(6) 2011, the patient experienced severe cholangitis and was admitted into the hospital. On (B)(6) 2011, an unscheduled cholangiogram revealed an anatomic obstruction. The patient underwent endoscopic intervention due to study stent occlusion. During the intervention, sludge was removed from the study stent. The physician determined that the 4cm stent was too short for the patient anatomy and was impacting on the bile duct wall with sludge formation. Therefore, the stent was removed and a 6cm wallflex stent was implanted. On (B)(6) 2011, the event was considered resolved without residual effects. On (B)(6) 2011, the patient was discharged from the hospital.

Manufacturer narrative:
Reported event of stent occluded. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.